Event description:
Customer claims that the unit was filled to maximum capacity but the nurse attempted to place one more needle in it. She was not aware that a needle had punctured through the bottom corner and sustained a needstick injury.